Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an unspecified treatment procedure, the guide wire became "damaged". A .018 platinum nitinol guide wire was used in the subclavian vein for central venous catheter placement. Upon removal from the patient, the wire appeared "damaged". X-rays were performed which verified nothing detached inside the patient. There were no reported patient complications and the patient was reported as fine. However, returned device analysis revealed that the wire was broken with peeled coating.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned. Residue was observed on the device. The guide wire was severely damaged and broken, with the majority of its length not returned. The returned portion had the exterior coating stripped off and the core wire exposed. The wire was also severely kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).